Event description:
Possible false positive result for 1 consumer which occurred sometime within the past year. It is unknown if the consumer was symptomatic. The consumer communicated that they tested negative with another rapid antigen assay. 3 additional consumer events were communicated which are captured on separate reports.

Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: social media.